Event description:
On (B)(6) 2021, a patient in (country) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2023, the patient had a stoma site infection manifested by pain, redness and inflammation at the stoma. The patient was prescribed oral amoxicillin, one tab every eight hours. The patient completed the full course of antibiotics and the stoma site infection resolved.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation cannot be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.